Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: adequate photographs have not been provided and product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified no additional similar complaints for the reported item and no additional complaints for the reported item and lot combination. This device is used for treatment. The reported event is related to a combination of products, unfortunately as the reported item has not been returned and the associated item number and batch in unknown a compatibility check cannot be carried out. It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as relevant photographs have not been provided and product has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. Corrective or preventative action not required. The root cause of the reported event cannot be determined with the information provided. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. H3 other text : requested but not returned by hospital.

Event description:
It was reported, that the ceramic liner did not fit the implanted cup. A polyethylene liner was used instead. The ceramic g7 size e liner did not fit the cup g7 size 54 e. As a result, it was decided to place a polyethylene liner instead of the ceramic liner. No problem was experienced at all when placing the polyethylene. The cup remained in the patient for there was no issue with it.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in europe: (B)(6). Concomitant medical products: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Associated products: medical product: g7 bonemaster ltd acet shl 54f, catalog no.: 010000704, lot no.: 6994177. Medical product: g7 hi-wall e1 liner 36mm f, catalog no.: 010000936, lot no.: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that the ceramic liner did not fit the implanted cup. A polyethylene liner was used instead. The ceramic g7 size e liner did not fit the cup g7 size 54 e. As a result, it was decided to place a polyethylene liner instead of the ceramic liner. No problem was experienced at all when placing the polyethylene. The cup remained in the patient for there was no issue with it.